Event description:
A report was received that a pt had her ipg explanted due to an infection at the pocket site. The physician cut tissue around the pocket site in order to clean out the pocket. Through a tissue culture, the skin had eroded away and the ipg was visible. The pt was prescribed a months worth of oral antibiotics. The physician treated the pocket site with three different antibiotics, thoroughly washed the area and put the pt on vancomycin through an IV. An antibiotic spacer was also placed in the pocket site to aid in healing.